Event description:
The cane bent and the end user fell.

Manufacturer narrative:
It was reported that while the end user was ambulating with the cane, it bent and she fell to the floor. She was admitted to the hospital but the son stated he did not known the reason for the hospitalization. He was not aware of any specific injuries resulting from the fall. The sample was not returned for evaluation. No photos were sent. Very few details were provided. We have not confirmed a medline cane was involved in the incident. The presence of any previous damage to the cane and the overall condition and wear pattern of the tips are not known. A similar cane was pulled from inventory and tested. Excessive force was applied laterally to the cane and also to the handle. We were unable to replicate the reported incident. Due to the limited information provided, it is not known if the cane caused the fall or if the fall caused damage to the cane. No root cause has been determined. However, in an abundance of caution this medwatch is being filed.